Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported shaft crack/break was confirmed. The crack sound was confirmed based on the condition returned device. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method, failure to follow steps/instructions - puncture the anterior wall of the common femoral at an angle of approximately 45 degrees. Avoid side wall or posterior wall femoral artery punctures. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a coronary interventional procedure. Reportedly, a shallow side wall stick occurred. When inserting the proglide device a "crack" was heard. When the device was removed, the shaft was cracked around to the foot. A 7fr sheath was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.